Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump passed the self test, however, constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump error 38 confirmed during testing. Successfully downloaded history files and traces using thump. Pump error 43 confirmed in the pump history/trace files on 05/12/2025 10:21:38.000 until 05/12/2025 12:07:32.000. Pump was cut open to perform visual inspection and found moisture damage on motor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and scratched case. Pump error 43 confirmed in the history files. Pump error 38 was confirmed during testing. Pump error 43 and pump error 38 were confirmed due to moisture damage on the motor home switch. Unable to confirm low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 43 alarm (an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for pump error alarms. Customer was able to clear the alarm and was unable to perform the pump rewind. Customer confirmed that pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. Mmt-1885 was returned for analysis.